Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The tip of the holding jaws on both devices are bent, rendering the devices inoperable. The devices were manufactured in 2018 and shows signs of significant wear / usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during an unspecified surgery, the points were bent in a reduction forceps. It is unknown how the procedure was completed. Surgery was not delayed. The patient was not harmed.